Manufacturer narrative:
(B)(4).

Event description:
Same case as: 2134265-2017-10451. It was reported that the burr became stuck on the rotawire. A 1.50mm rotalink¿ plus and a 330cm rotawire¿ were selected for use. During procedure, it was noted that the rotalink burr got stuck on the rotawire. The procedure was not completed due to this event. No patient complications were reported.

Manufacturer narrative:
Manufacturer name corrected from boston scientific - (B)(4). Type of reportable event corrected from malfunction to serious injury. Device evaluated by MFR: returned product consisted of the rotalink plus device with the rotawire for the related complaint and unknown snare device. The distal portion of the rotawire was received inside the burr catheter when received. The proximal portion of the wire was not returned for analysis. The rotawire was able to be removed from the rotablator burr catheter with no issues. The advancer, coil, sheath, handshake connections, burr, and annulus were microscopically and visually examined. It was noticed that the sheath, coil and rotawire were received cut at the end of the hub, as reported. The portion of the sheath that was cut off and the distal portion of the rotawire were not returned. The annulus of the burr was damaged and flared. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-10451. It was further reported that the 75% stenosed target lesion was located in the moderately tortuous and severely calcified distal right coronary artery. Also, it was confirmed that the burr became stuck in lesion and not on the rotawire and there was no issue with the rotawire. During procedure, a non-bsc guide catheter was engaged into the lesion but the device was not able to cross even with a non-bsc guidewire. Another non-bsc guide catheter was used and loaded through the guidewire and the burr was able to be advance towards the target area after lesion was identified under intravascular ultrasound. Ablation was then performed for 6 passes with ablation times of 12secs, 13secs, 11secs, 10secs, 14secs, and another 14secs with no issues. However, on the seventh pass with the ablation duration of 6 seconds, it was noted that the burr became stuck in the lesion. Two non-bsc balloon catheters were then advanced and inflated to dislodged the burr but was failed to remove the device. After the burr was cut and the outer sheath pulled out, the device was then able to be dislodged from the lesion and removed from the patient's body. A non-bsc stent was then deployed in the target area. Patient's status after the procedure was stable.